Event description:
It was reported that the asymptomatic patient presented for follow up. The patient received inappropriate hv therapy. Post-sensed t wave oversensing was observed. Device was reprogrammed and will be monitored.

Manufacturer narrative:
No medwatch form was received.